Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that they were hospitalized in intensive care unit due to ketoacidosis and high blood glucose of 1600 mg/dl. The customer's current blood glucose is 90 mg/dl. The insulin pump will not be returned for analysis.